Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the hub of a bd intima ii¿ IV catheter before use. No injury or medical intervention.

Manufacturer narrative:
Investigation summary: actual sample received and decontaminated. The returned material showed the reported defect of foreign matter on the prn. There were no related investigations on same lot# investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode. There is a slight brown foreign body on the base of the heparin cap returning the sample, unscrew the heparin cap of the sample, not on the flow channel of the heparin cap at the luer junction of the heparin cap, there is a slight reddish-brown foreign body similar to lubricating oil. Foreign bodies may come from the factory heparin cap assembly or heparin cap injection area. Check the two production areas equipment, no abnormalities, equipment and heparin cap contact position, no similar lubricant exposed. In summary, confirm related with the factory. Root cause description: foreign body may be due to equipment maintenance did not do a good job 5s, product maintenance testing machine may fall in the product box.